Event description:
The customer reported that he received no delivery and motor error alarms on his insulin pump during delivery of basal rate insulin. The customer's blood glucose was 290 mg/dl. The customer does use the sensor feature and it was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement tests. No motor error, excessive no delivery alarms noted during testing. The motor was tested outside the device and passed testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.